Manufacturer narrative:
It was reported that the customer has concerns from the anesthesia and resuscitation committee regarding blood splatter. Two photos were provided by the customer showing that the product leaked. The customer complaint of leakage was confirmed. Due to no sample being received, an full investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Concerns from the anesthesia and resuscitation committee regarding blood splatter.